Event description:
The customer contacted stryker to report that their device would not stay powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
A third party service agent evaluated the device and was unable to duplicate or verify the reported issue. The device is no longer repairable due and was returned to the customer. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device would not stay powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.